Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure when the lead was connected to the device, decreased r-wave amplitude and high, out of range pacing lead impedance was observed. The patient was asymptomatic. The lead was replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.